Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The lactosorb distraction product line is only indicated for patients up to 2 years of age, it is reported this patient is (B)(6). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision due to the inability to turn the device. The parts were originally implanted on (B)(6) 2015. Approximately two (2) days post-op, the patient pulled out a drive screw which the doctor was able to replace. On (B)(6) 2015, the doctor reported the devices could not be turned and the parts were subsequently removed on (B)(6) 2015. During the revision, the surgeon found the anterior piece of the plate on the patient's left side was broken and the posterior piece of the plate on the right side was broken. The broken plates were replaced.